Event description:
In 2004, this spv was implanted in the patient for v-p shunting. The initial setting pressure was 70mmh2o. Since the patient's condition was not improved, the doctor increased the pressure stepwise to 200mmh2o. However, the slit ventricle was observed and the doctor revised the valve with another spv about five months later. No patient injury.

Event description:
In 2004, this spv was implanted in the patient for v-p shunting. The initial setting pressure was 70mmh2o. Since the patient's condition was not improved, the doctor increased the pressure stepwise to 200mmh2o. However, the slit ventricle was observed and the doctor revised the valve with another spv in 2005.